Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the location of the ipg caused discomfort to the patient. The patient underwent a revision procedure wherein a lead extension was added and the ipg remains implanted.